Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate duration of time. No additional patient information was available. Reportedly, the customer powered the pump off, powered the pump back on, and restarted the continuous glucose monitor (cgm) session successfully.